Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for tnt leakage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and tnt leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for tnt leakage with the incident lot was observed as all samples met the required specifications. Additionally, the samples were tested and did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during citrate tube mixing, the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m allowed blood to go between the tubes. No serious injury or medical intervention was reported. Verbatim: "during citrate tube mixing was found that blood goes to between tubes. Photos attached, without centrifugation photo 1 and with centrifugation photo 2. Samples are also coming for investigation."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during citrate tube mixing, the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m allowed blood to go between the tubes. No serious injury or medical intervention was reported. Verbatim: "during citrate tube mixing was found that blood goes to between tubes. Photos attached, without centrifugation photo 1 and with centrifugation photo 2. Samples are also coming for investigation."